Event description:
Problems to walk [walking difficulty]. Inflammation in the knee [injection site joint inflammation] ([injection site joint pain], [injection site joint effusion], [arthrocentesis]). Case narrative: initial information received on 26-nov-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 70-year-old female patient who experienced problems to walk and had inflammation in the knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included meniscus removal. The patient's past vaccination(s) and family history were not provided. Her past medical treatment included synvisc started in 2020. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection, (dosage, route: unknown) for knee lubrication. On (B)(6) 2024, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient presented pain in the knees (injection site joint pain) (batch number; expiry date: unknown) additionally the reporter indicated that the patient applied the treatment and the pain persisted and was taking anti-inflammatory drugs however the patient presented inflammation in the knee (injection site joint inflammation) (batch number; expiry date: unknown), the treating physician indicated a drainage (injection site joint effusion) (aspiration joint) (batch number; expiry date: unknown), since the patient presented problems to walk (gait disturbance), the patient could not get up, due to the inflammation of the knee. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: aspiration joint - in (B)(6) 2024: [results not known]. It was not reported if the patient received a corrective treatment for the events (pain in the knees, inflammation in the knee, problems to walk, drainage). Outcome: unknown for both the events. Seriousness criteria: disability and intervention required for problems to walk and intervention required for problems to walk. A product technical complaint (ptc) was initiated on 27-nov-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 12-dec-2024 with summarized conclusion as no assessment possible. Additional information was received on 12-dec-2024 from the quality department. Global ptc number and ptc results added. Text amended accordingly.

Event description:
Problems to walk [walking difficulty]. Inflammation in the knee [injection site joint inflammation] ([injection site joint pain], [injection site joint effusion], [arthrocentesis]). Case narrative: initial information received on 26-nov-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 70-year-old female patient who experienced problems to walk and had inflammation in the knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included meniscus removal. The patient's past vaccination(s) and family history were not provided. Her past medical treatment included synvisc started in 2020. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection, (dosage, route: unknown) for knee lubrication. On (B)(6) 2024, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient presented pain in the knees (injection site joint pain) (batch number; expiry date: unknown) additionally the reporter indicated that the patient applied the treatment and the pain persisted and was taking anti-inflammatory drugs however the patient presented inflammation in the knee (injection site joint inflammation) (batch number; expiry date: unknown), the treating physician indicated a drainage (injection site joint effusion) (aspiration joint) (batch number; expiry date: unknown), since the patient presented problems to walk (gait disturbance), the patient could not get up, due to the inflammation of the knee. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: aspiration joint - in (B)(6) 2024: [results not known]. It was not reported if the patient received a corrective treatment for the events (pain in the knees, inflammation in the knee, problems to walk, drainage). Outcome: unknown for both the events. Seriousness criteria: disability and intervention required for problems to walk and intervention required for problems to walk.